Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that at some point their leads moved and were replaced. No additional information regarding this event was provided. No patient symptoms were reported. The patient was implanted for failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the patient indicated that their lead migrated, but had their revision 4 weeks after it occurred. The patient did not know the cause of the lead migration, but noted they experienced no pain relief because of it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.